Event description:
Patient reported experiencing elevated blood glucose level of 400 mg;/dl for 2-3 days and took correction via infusion device after accessories were change; no success. Patient's normal blood glucose level was not provided. Patient stated there are no health concerns but nausea. Patient reported she thinks the infusion device delivers too little insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.